Event description:
It was reported that during npwt utilizing a foam filler kit, the dressing did not compressed at all, so nothing reached to the canister. The problem was solved by exchanging the dressing. There was no patient harm. There was no delay.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause includes application issues, the instructions for use offers further guidance. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review found no other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.